Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The reported lot number 15618886 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the reported event of snare loop wire would not close tightly on the insertion wire. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the snare did not close tightly and slipped off of the insertion wire. The wire was removed through the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.